Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The caller reported that the pt's ins has been over discharged for the past 3 months. Caller will be meeting with pt to address the over discharged ins after pt receives a replacement recharger. Caller confirmed pt's managing hcp is dr. Bennett (first name asked/unknown). No symptoms were reported. Upon further review, tss would like to make a correction and add that caller stated the over discharge happened "a couple months ago", not three months ago. Battery was successfully jump started. However after jumpstart the ipg would not hold a charge. Patient will have ipg replacement.